Manufacturer narrative:
This product is registered as a combination product. Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented with a pocket infection. The system was explanted. The patient was stable. Related manufacturer reference number: 2017865-2020-13603. Related manufacturer reference number: 2017865-2020-13604.